Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that there is a leak at the y-junction. The catheter was placed on (B)(6) 2012, the catheter was pulled and replaced on (B)(6) 2014.

Event description:
The returned product sample consisted of one palindrome sapphire 19/36kt vt catheter. The possible causes were identified. No lot number was provided, therefore, it is not possible to perform a DHR review. This defect has been confirmed. Based on the available information, the probable root cause can be considered most likely as misuse (leak could be caused due to over bending or excessive force). No additional action is required. Per procedure, manufacturing performs 100% pressure testing at the final stage of production, which would identify a leak in the catheter assembly. This complaint will be used for tracking and trending purposes.